Event description:
End user called for assistance using the device. The calibration could not be tested because the calibrating check strip was missing. Also the caller seemed to think that the lens looked scratched. The device was replaced and the defective one returned for investigation.